Event description:
The inclose-rm mesh was implanted in 2007 following a discectomy procedure for treatment of symptoms related to a herniated intervertebral disc. Six days later, the pt was re-admitted to the hospital with pain and fever. She underwent surgery on the same day and cultures were taken to confirm infection. The organism was identified as staphylococcus epidermidis and the patient was treated with antibiotics. The mesh appeared to be stable and integrated, so the surgeon elected not to remove it. The patient was discharged on eight days later and seen in the clinic six days later for post-operative follow up. Her condition was noted as much improved, moderate decrease in pain, with no radicular symptoms.

Manufacturer narrative:
The device was not returned for evaluation. Production, packaging and sterilization records were reviewed and no discrepancies were found. Infection is a known risk in surgery of any kind.